Manufacturer narrative:
The results of this investigation concluded both leaflets of the returned 29mm masters series valve opened and closed completely and easily . No damage or anomalies were found to the recessed pivot areas, pivot guards, or leaflets. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 29mm masters series valve was successfully implanted in the mitral position, the leaflets were tested and the patient was removed from bypass; however, on tee one of the leaflets was observed to not be opening. The patient was returned to bypass, the valve was retested and normal function was observed. On tee, however, one leaflet continued to not function. The patient was returned to bypass, the 29mm valve was explanted and replaced with a second 29mm masters series valve. As a result, the procedure was prolonged.